Manufacturer narrative:
The current device disposition is reportedly at the user facility in another country. Product return has been requested. Although the unit has not been received by the manufacturer for analysis, preliminary device inspection results have been provided by the hcp. The manufacturer's representative was shown high magnification images of the extension device, which revealed fractured wires visible. Another photograph of the product viewed by the respresentative in another country showed the fractured wire component had punctured through the outer insulation (coating) material. Results of the event investigation are inconclusive, in part because the unit has not been returned for evaluation. Product service life at the time of retrieval was 55 months.

Event description:
The manufacturer's representative reported that increased impedance readings were deteced during patient follow-up at the facility in another country. High impedance was measured on one of the eight poles of the dbs system. The product had been placed in 2002. Further examination of the stimulation system by the physician revealed that one extension was visibly broken; the damage was described as located 12-cm from the proximal connector to the ipg. The hcp took images of the damaged product to show the representative, which showed broken wires were visible. The physician indicated the wires may have fractured from tesion exerted on the device by head movements from the patient. The broken extension was replaced in late 2006 after 55 months of service life with no patient complication reported. The device was explanted, but has not been returned to the manufacturer for analysis. A follow-up report will be sent if additional information becomes available or if the product is received for inspection.